Event description:
A report was received that the patient was implanted and explanted with the scs system. The patient cannot walk, get out of bed, and has no use of legs; and shooting pain in stomach. The reporter refused to disclose any additional patient information.